Event description:
Adverse event(s): "blurred vision at distance and near" (blurred vision). Product problem(s): "none reported" (no info [iol (intraocular lens) implant]). A consumer reported that following intraocular lens (iol) implant surgery, he had blurred vision at distance and near. The consumer reported his vision was very blurry immediately following surgery. His distance vision improved, but then went back to blurry after one week. The pt was seen by a retinal specialist who reported the retina was unremarkable and that the iol was in "perfect position in the eye". The consumer reported he had been fitted with contact lenses which did improve his distance vision, but not the intermediate vision and it interfered with his depth perception. According to the consumer, the surgeon told him his vision had improved somewhat and advised him to give it about three months to see if the vision continues to get better". In a follow up phone call with the surgeon's office, it was confirmed that the pt had a ucva of 20/25 on the first postoperative day, but the ucva at one week postoperative was 20/70. Additional info has been requested.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional info was requested on 07/23/2010, 07/27/2010, 08/02/2010, 08/04/2010, 08/05/2010 and 08/06/2010 by phone, fax, and mail. Additional info was received in a follow up phone call to the surgeon on (B)(4) 2010. A completed questionnaire has not been received. (B)(4).